Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. No frozen screen, unexpected screeching noise, audio or beep anomaly noted. Insulin pump received with cracked battery tube threads, broken reservoir tube lip and minor scratches on display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and the insulin pump was frozen. Customer also states that she broke her belt clip. The blood glucose reading is 167 mg/dl. The insulin pump will be replaced. Nothing further reported.